Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported system error 345 which was not reproduced. The device was found to function as intended during testing, however a review of the event history log did identify multiple system error 345 messages. The reported condition was verified. Per service procedure it was determined that the upstream sensor assembly required replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.